Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure after t1 and t2 were implanted the suture pulled out. T1 and t2 remain in the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
The device was returned without the suture or any t1 and t2 implants. Visual inspection revealed that the device has been used and is bent. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. A functional test was impossible due to the disfigurement of the delivery needle. Root cause for this complaint is associated with aggressive use. Use error cannot be ruled out as a contributing factor. A review of the device history record was performed which confirmed no inconsistencies.